Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an attempt was made to perform aspiration and flush, it was noted that air was continuously removed through the sheath side port. The sheath was replaced, and the procedure continued without aspiration issues. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The data files and sheath, 4fc12 with lot number 21320 were returned and analyzed. The data files showed that at least 10 applications were performed with balloon catheter 2af284 with lot number 04060 without any issue on the date of the event. Visual inspection of sheath showed the device was intact with no apparent issues. Flushing/air aspiration testing did not show any air passing through the tube or expelled from the distal tip. Functional testing of the sheath confirmed the hemostatic valve was leaking. Air bubbles were observed through the valve. The valve disk is suspected to be torn. In conclusion, the reported air ingress was confirmed through testing but not through data analysis. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.